Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after the device alerted. There was a lead integrity alert (lia) due to noise and increased sensing integrity counter (sic) on the right ventricular (rv) lead. The lead also had high and variable pacing impedance. Initially the parameters on the lead were reprogrammed and subsequently the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.